Event description:
On (B)(6) 2026, the customer reported non-repeatable false elevated hstni (high sensitivity troponin I, part number b52699 lot number 539230) patients results on their dxi 600 instrument (part number a71460 serial number (s/n) (B)(6). Customer stated that one patient underwent CT (computed tomography) scan with and without dye because of erroneous hstni results. The same issue of non-repeatable false elevated hstni result for a second patient was reported by the customer on (B)(6) 2026. The second patient also underwent a CT scan with and without dye because of erroneous hstni results. This medwatch report will address the second patient with a change in treatment. Another medwatch report will address the first patient with a change in treatment. For the second patient, the initial result was 276 ng/l on (B)(6) at 10:23 am. A second sample from the patient was collected and tested at 3 ng/l at 01:11 pm. The initial sample was then repeated at 307 ng/l at 04:49pm and at 4 ng/l at 08:41 pm. Customer stored all samples at 2-10 degrees and repeated the samples three days later on (B)(6) 2026. Samples were repeated on dxi 600 s/n (B)(6) with results at 2 ng/l and 5 ng/l. Calibration passed on (B)(6) 2026 with reagent lot 539024 and calibrator lot 539230. Quality controls (qc) were passing within the laboratory¿s established ranges on 24march2026. Customer stated samples were spun at 3300 rpm for 6min and customer did not have details on visual sample integrity. There was no evidence to suggest carryover as the customer did not report running samples of high troponin concentration prior to the questioned results. Cts (customer technical support) advised customer to perform a system check and a precision run. System check failed on the unwashed portion. System check passed after remaking unwashed dilution. Precision run failed on pipettor 1. Cts reviewed precision test and found a significant issue with pipettor 1 (mean=18.82, sd=19.38, cv=102.95), indicating a "flier," while pipettor 2 was within specifications. A field service engineer was dispatched to customer site on (B)(6) 2026.

Manufacturer narrative:
A1: the full patient identifier is (B)(4). A2, a3, a4, a5 and a6: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: precision run failed on pipettor 1. A beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance. The fse reported that both precision and wash pumps were sticking and had a lot of dried wash buffer buildup. Fse replaced o-rings and cleaned both precision and wash pumps, including their valves and also installed new belts and flags on the precision pumps. Fse primed and ran pressure calibration, ran precision run to verify operation, matching and low volume matching passed. System check passed on (B)(6) 2026. No further issue was reported by the customer. In conclusion, there is sufficient evidence provided to reasonably suggest a hardware malfunction of pipettor 1 was the likely cause of this event. Fse replaced o-rings and cleaned both precision and wash pumps, including their valves and also installed new belts and flags on the precision pumps to resolve the issue. Note: a second medwatch report will address the first patient with a change in treatment.